Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and pseudoaneurysm as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jan2021. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 there was gastrointestinal bleeding which required 4 units of packed red blood cells (prbcs) to be transfused. Another 4 unites of prbcs were transfused on (B)(6). Colonoscopy revealed polyps in the colon. It was reported that 2 prbcs were transfused on (B)(6). Anticoagulation was stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a femoral artery pseudoaneurysm in the right groin, requiring ultrasound-guided thrombin injection. The patient had melena and hemoglobin decreased from 85 to 67, requiring 2 units of packed red blood cells to be transfused. Gastroscopy and colonoscopy were done both with normal findings. Warfarin was stopped for 4 days before it was restarted. No more bleeding occurred as of (B)(6) 2021. The patient was diagnosed with ileus requiring surgical exploration. There were fusions around the small intestine that were removed without opening the gastrointestinal tract.